Event description:
It was reported that the pt underwent a urodynamic measurement test in 04/2005. At a later date that same year the pt experienced a urinary tract infection. The pt was prescribed antibiotics and the urinary tract infection resolved 4 days later.